Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into clinic to adjust their low flow threshold to (B)(4) because they were experiencing increased low flow alarms. The patient had echocardiograms and medications changed prior to arrival. The low flow alarms activated while they were in the room and the flow on the system controller showed (B)(4) once the patient got it out of their bag and the alarm resolved. The clinician hooked up the backup system controller to adjust the threshold and it was noted that the system controller had already been adjusted to 2.0lpm per cs-156871. The patient was having low flows below 2.0lpm and high pulsatility indexes during the low flow alarms. The patient complained that their backup system controller (hsc-101560) was hot while they slept so they were issued a new system controller (hsc-140627) that had the low flow threshold adjusted to 2.0lpm. The patient was evaluated and was found to be dehydrated. They were hydrated but the low flows continued. Their medication was adjusted but they were admitted at the time to further address. Log files captured low flow events on 11mar12024, 12mar & 13mar2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. The patient was hypovolemic. It was previously reported in per-2021-0166240 that a low flow software update was performed for the patient with inflow malposition. As of now, there was no change in the issue of inflow malposition. Related MFR number: 2916596-2024-01657 (pump).

Manufacturer narrative:
Section b5: event narrative corrected for inclusion of internal manufacturer references. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) overheating could not be confirmed through this evaluation. The system controller was not returned to abbott for analysis and no log files from this controller were submitted for review. The log files that were submitted under this event were downloaded from (B)(4) and have been evaluated under the investigation of the pump, MFR #: 2916596-2024-01657. Available information indicated that the overheating controller was replaced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 9 ¿testing and classification¿ lists the acceptable operating temperature ranges for all equipment, including the system controller. The acceptable operating temperature range for the system controller is 32 ¿ 104 degrees fahrenheit (0 ¿ 40 degrees celsius). Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into clinic to adjust their low flow threshold to 2.0 lpm because they were experiencing increased low flow alarms. The patient had echocardiograms and medications changed prior to arrival. The low flow alarms activated while they were in the room and the flow on the system controller showed 2.3 lpm once the patient got it out of their bag, the alarm resolved. The clinician hooked up the backup system controller to adjust the threshold and it was noted that the system controller had already been adjusted to 2.0 lpm due to inflow cannula malposition. It was noted that as of now, there was no change in the issue of inflow malposition. The patient was having low flows below 2.0 lpm and high pulsatility indexes during the low flow alarms. The patient complained that their backup system controller (B)(6) was hot while they slept so they were issued a new system controller (B)(6) that had the low flow threshold adjusted to 2.0 lpm. The patient was evaluated and was found to be dehydrated. They were hydrated but the low flows continued. Their medication was adjusted but they were admitted at the time to further address. Log files captured low flow events on 11mar2024, 12mar2024 and 13mar2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. The patient was hypovolemic.